Event description:
The manufacturer received information alleging a malfunction of a ventilator's exhalation valve. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer's complaint was confirmed. A tube was reconnected to address the issue.